Event description:
Doctor inserted a guide wire into the esophagus and passed it through the esophago-gastric junction. He then guided the esophacoil catheter over the guide wire. The stent was released and the doctor discovered that the stent was released outside of the stomach. At some point, a perforation took place and the doctor does not know what caused the perforation. The stent and guide wire became tangled outside the stomach. The doctor took the patient to surgery and extracted the stent and guide wire. Several days later the patient died due to advance illness per the physician.